Event description:
The device was used in a gastric bypass procedure. The device cut the tissue but fired malformed staples. Another device was used to complete the case. There were no consequences to the patient.